Event description:
It was reported that the patient received inappropriate atp and high voltage therapy for supraventricular tachycardia. Reprogramming the device was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.